Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, the catheter was tried to flush; however, the catheter did not irrigate. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smarttouch unidirectional sf approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smarttouch unidirectional sf which was not irrigating during use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-aug-2025, additional information was received indicating the suspected device for the reported flow/irrigation issue was the catheter. The issue was not noticed before the device was used on patient. No error was noted from the irrigation pump. Syringe flush of catheter was done as part of troubleshooting. The correct catheter settings were selected on the generator and there were no flow rate changes at the start of ablation. Based on the additional information indicating the issue occurred while the device was being used on the patient, the event was reassessed as an MDR reportable malfunction.